Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were moving normally. Post-implant, the heart was re-beat and it was observed that the valve leaflet got stuck when tested with a valve tester. The valve was removed and tested again, in which there was normal opening and closing of the valve leaflets. The user alleged annular extrusion was the cause of the leaflet's being stuck while inside the patient. The valve was replaced with a new 21mm regent aortic mechanical heart valve, which was successfully implant. The patient was reported to have recovered.

Manufacturer narrative:
It was reported that the leaflets failed to open or close. It was noted device procedure observed that the leaflet could not open and close completely. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the effective orifice area value was 2.05 and the regurgitant fraction value was 8.1%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.